Event description:
Additionally, healthcare professional reported "unable to provide clinical data".

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Legal representative reported: "soon after the implantation procedure performed in [date], [patient name] started to develop symptoms related to the implants, and over the years [they have] visited different doctors many times because of [their] symptoms. [Patient name] has a sensation of swelling and sharp pain in [patient's] armpit, and [the patient] has swollen lymph nodes in the armpits and in the neck. [Patient] also has daily symptoms and pain at the side of the breast and on top of the breast. [Patient name] has been diagnosed with a breast cyst. [Patient name] also suffers from a feverish sensation. [Patient name] intends to have the implants removed" and ¿painful glands, which were said to be normal-sized on ultrasound." This record is for the right side. The device remains implanted.